Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent an ureteroscopy laser stone extraction procedure. The attending physician indicated that during the procedure the basket separated from the shaft inside the ureter. The physician used a competitor¿s device, to retrieve the basket and then used a different cook basket to complete the procedure. As a result of this event, no unintended sections of the device remained inside of the patient¿s body, nor did the patient experience any adverse effects due to this occurrence. No further information was provided.

Manufacturer narrative:
The ncircle tipless stone extractor is shipped with instructions for use (IFU); which states the proper warnings, precautions, and instructions for use. A visual examination noted the basket formation and cannula was completely severed from the coil assembly and basket sheath. Two wires were noted to be hanging up from the cannula, and the basket sheath was found to have multiple bends and kinks throughout the entire length. A review of the device history record indicated there to be a total of two (2) non-conformances associated with the device lot number. These non-conformances are not associated with the reported failure mode. Based on the provided information the actual root cause is inconclusive. We will continue to monitor for similar complaints.